Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that dvi emulator required replacement and the avc-x component needed to be rebooted. The technician replaced the dvi emulator component, rebooted the avc-x component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was flickering and was showing no video from output. No report of injury.